Manufacturer narrative:
(B)(4) - initial MDR submission. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0504 - leak / splash. It was reported there was leakage past the plunger. To aid in the investigation, three samples with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for leakage and passed. The photo provided shows the samples received. A device history record review was completed for provided material number 302830, lot 2279854. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
The leakage of drug(saline) from plunger while receiving saline. 3 consecutive occurrences.